Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the two provided photos showed in photo one the product clamped in the mechanical device. Water stains and a small water puddle below this filter was visible. Photo two showed the product label with part of the barcode. Water drops were visible on the filter. Based on past investigations, the most likely failure is a crack in the housing near the welding zone.the reported condition was verified. The cause is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during disinfection with a u9000, an external fluid leak was observed. There was no patient involvement. No additional information is available.